Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this caller suspects premature battery depletion occurred with this pacemaker. The patient was lost to follow up and the device declared end of life (eol) in (B)(6) 2011 following 3.2 years of implant time. It was noted that atrial output was programmed high and auto capture (ac) was programmed on. The device was removed from service and replaced without further incident.